Event description:
It was reported that a primary audible post alarm occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case tamper seal broken. No physical damage was found on the device. A review of the event history log identified primary audible alarm background test in the history. Functional testing was performed using the power up process. The reported problem of primary audible alarm background test was unable to be duplicated. The root cause of the problem was unable to be determined. C7 and c12 were found badly soldered onto the interconnect board. The interconnect board was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).